Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was at 15% prior to the customer going to sleep. The pump subsequently shut off during the night. The customer reported an elevated blood glucose (bg) level of 320 (mg/dl) with ketones. The customer administered an injection to stabilize bg level. Customer stated they did not hear the low battery alerts and alarms due to being asleep. Subsequently, the pump shut down due to insufficient battery power. It was noted that the customer does not charge the pump past 50% often. The customer stated they would like the alarm notifications to be louder. Recommendation was made to charge pump more frequently.